Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs report revealed no anomalies recorded within the analyzed period. Information received from the site indicated the patient was seen in the clinic and blood pressure (bp) was on the high end of normal. There were no changes made to the patient¿s medication. The patient looked overloaded and was started on diuretics. After the clinic, the patient had a syncopal episode and was hospitalized for further workup. The site was not sure what happened to the patient that caused the loss of consciousness. The patient diuretics was stopped while in hospital, bp was within normal limits (wnl), and the patient was discharged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was seen in the clinic and blood pressure (bp) was on the high end of normal. There were no changes made to the patient¿s medication. The patient looked overloaded and was started on diuretics. After the clinic, the patient had a syncopal episode and was hospitalized for further workup. The site was not sure what happened to the patient that caused the loss of consciousness. The patient diuretics was stopped while in hospital, bp was within normal limits (wnl), and the patient was discharged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.